Event description:
(B)(4) - the dealer reported that the 9780 shower chair seat was cracked and broken, exposing several sharp edges, resulting in the patient, who is a single leg amputee, suffering a minor cut on his remaining leg. The patient chose not to seek medical attention, and just applied compression on the cut, resolving the bleeding issue.